Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours on (B)(6) 2026. The patient¿s caregiver reported being unsure if the cannula was properly seated in the infusion site (leg). The patient's caregiver phoned the emergency diabetic centre hotline. The doctor advised the caregiver to administer 2 units of insulin and to remove the pod. When the pod was removed, insulin residue was reported to have been around the infusion site. The patient¿s blood glucose levels began to decrease, and a new pod was applied. In addition, it was requested that a new charging cable and power adapter were provided as there were concerns that the original accessories were slow at charging.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. The pod was received with the soft cannula deployed. A leak test was conducted successfully, no leaks were observed.